Event description:
It was reported that a cartridge alarm occurred during insulin delivery multiple times. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.